Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed the cause was not fully determined. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 5, the video was cutting out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.